Event description:
A malfunction was reported by the distributor dinno santé involving a pump that started, charged, and was recognized by a computer but displayed a malfunction upon starting, preventing access to the device. There was no adverse impact to the customer's blood glucose level. A replacement pump is expected to be provided.